Event description:
According to the reporter: occurred during a thoraco/lobectomy. For resection of the bronchus, the surgeon fired the handle but the stapler stopped after approximately 20mm of firing even thought he/she was squeezing the handle. The loading unit was removed from the tissue without damaging it. The tissue was not thick, and there was not foreign material in the tissue. No known impact or consequence to patient. Patient status is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 2cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.